Event description:
It was reported by the surescan post-approval study that there was a sudden rise in threshold on the right ventricular (rv) lead. Lead parameters were reprogrammed and the lead remains in use. It was further reported that the patient had undergone an MRI procedure prior to the sudden rise in threshold. At a follow-up visit, device interrogation and an x-ray were normal. No patient complications have been reported as a result of this event.

Event description:
It was reported by the (B)(4) study that there was a sudden rise in threshold on the right ventricular (rv) lead. Lead parameters were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead had failure to capture. The rv lead remains in use.

Manufacturer narrative:
(B)(4).

Event description:
The thresholds were reprogrammed and rv lead capture was restored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.